Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the patient was being treated in ICU emergency department for a multitrauma, inserted cvc on (B)(6) 2023 in right femoral. On (B)(6) 2023 bolus of propofol given. Noradrenaline running on another lumen. Systolic bp increased to 250. Stopped noradrenaline and bp dropped. Cvc removed on (B)(6) 2023 and pivc inserted for sedation and PICC for other meds. The patient is deceased , and it was confirmed that the device did not contribute to the patient's death. Medical intervention: pivc and PICC inserted, cvc removed.

Manufacturer narrative:
Qn#(B)(4). The customer report of interlumen crossover during use could not be confirmed through complaint investigation of the returned sample. The customer returned one 4-lumen catheter for evaluation. Definite signs of use were observed in the form of biological material as well as sutures wrapped around the juncture hub. The medial 2 extension line had dried biomaterial in it. Visual inspection of the catheter revealed no obvious defects or anomalies. The catheter body total length from juncture hub to the end of the distal tip measured at 231mm via calibrated ruler, which was within the specifications of 223-237mm per product drawing. Functional inspection was performed per the product IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter lumens were flushed using a lab inventory syringe. All four lumens flushed with no resistance and water exited out of the expected skive holes. The biological material within the medial 2 lumen did not impact the functionality of the device. The flushing was repeated multiple times with the same results. No leaks or blockages were observed anywhere on the device. A pressure test was performed on each of the extension lines to determine if any fluid backflow could be observed. All four extension lines were attached one at a time to a lab inventory leak tester. With the distal end of the catheter body occluded, each extension line was pressurized to 300 kpa for 30 seconds. No backflow or leaks were observed in any of the other extension lines that would indicate interlumen crossover within the catheter body. The instructions-for-use (IFU) provided with the kit warns the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." A device history record review could not be performed as no lot number was reported and no potential lot could be obtained from sales history. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the patient was being treated in ICU emergency department for a multitrauma, inserted cvc on (B)(6) 2023 in right femoral. On (B)(6) 2023 bolus of propofol given. Noradrenaline running on another lumen. Systolic bp increased to 250. Stopped noradrenaline and bp dropped. Cvc removed on (B)(6) 2023 and pivc inserted for sedation and PICC for other meds. The patient is deceased , and it was confirmed that the device did not contribute to the patient's death. Medical intervention: pivc and PICC inserted, cvc removed.

Event description:
It was reported that: the patient was being treated in ICU emergency department for a multitrauma, inserted cvc on (B)(6) 2023 in right femoral. On (B)(6) 2023 bolus of propofol given. Noradrenaline running on another lumen. Systolic bp increased to 250. Stopped noradrenaline and bp dropped. Cvc removed on (B)(6) 2023 and pivc inserted for sedation and PICC for other meds. The patient is deceased , and it was confirmed that the device did not contribute to the patient's death. Medical intervention: pivc and PICC inserted, cvc removed.

Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported. UDI related data quality updates only.